Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 2.reference MFR report#1627487-2015-08467.